Event description:
It was reported that the device experienced occlusion alarm and failed calibration. There was no reported patient involvement.

Manufacturer narrative:
Add b5 correct d10, g3, g4, h3, h6 (method, results, conclusion), h11.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device experienced occlusion alarm and failed calibration. There was no reported patient involvement.